Manufacturer narrative:
Analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The product has not been returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed which confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the pacemaker and implant a new product. No additional adverse patient effects were reported. Analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The product has not been returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed which confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the pacemaker and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The product has not been returned for analysis. Correction: type of reportable event changed to "serious injury."